Manufacturer narrative:
(B)(4).

Event description:
The pump was alarming. The pump logs showed ¿reset occurred ¿ low battery; reset occurred; and pump in safe state¿. Pump replacement was scheduled for (B)(6). The pump was delivering baclofen. The patient status was reported as ¿alive ¿ no injury¿. It was later reported that the patient had heard the pump alarming. The patient had no symptoms. They were able to reprogram the pump, so the patient was getting her medication as before. They were planning to replace the pump as soon as possible. It was noted that the pump only had 4 months of battery life left.

Event description:
Additional information later reported that the pump was explanted and replaced. The patient was getting effective therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the logs said critical alarm motor stall.